Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient had disconnected their transfer set from the patient line of the homechoice set during a dwell cycle without pausing therapy. The home patient "untangled their patient line" and reconnected self to the setup. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient, no patient injury or medical intervention was associated with this incident.